Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the device had been singulated once, and one (1) stent was returned before the second splay. The singulation slide motion and implantation button motion were functioning properly. The introducer sleeve subassembly motion was smooth and without resistance. The device was able to deploy the remaining stents. The injector¿s frontal components were found bent. Additionally, the injector¿s trocar was found broken at the first splay. Further inspection identified surface features of the trocar indicating a tensile failure. These findings likely occurred during the surgical procedure, as described in the customer¿s reported issue. It is highly unlikely that the device was sent out in this condition as all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no non-conformances related to the reported event of broken trocar. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fracture) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon was unable to successfully implant the third stent from the from a trabecular microbypass system. Subsequently, the trocar from a back-up device broke intraoperatively during attempt to implant the third stent. Reportedly, the surgeon successfully extracted the trocar fragment intraoperatively, and there was no report of patient injury. Additional information has been requested.